Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that after a procedure, the head immobilizer was stuck in the head of the click-x head removal tool. Consultant removed the click-x head removal tool from the head imbolizer and the head immobilizer broke at the tip.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and nothing was broken on the received parts. The click-x head removal tool was received without the outer sleeve; therefore, the article and lot number are unknown. Without the outer sleeve of this tool, no evaluation was possible, as all relevant data is marked on the sleeve and a function test can only be performed with the sleeve. It could not be determined why the immobilizer was stuck in the head. This complaint was deemed indeterminate from a manufacturing standpoint.